Event description:
Event description from user facility medwatch form: dialysis lines were alarming air detector. Upon trouble shooting, air was noticed in the lines. Lines were immediately clamped, disconnected and recirculated. It was noticed that at the bottom of the venous chamber, air was entering through a microscopic area. The line had to be changed without returning the blood to the pt. The mgr believes this is an operator error. There was no harm to the pt.

Manufacturer narrative:
Info provided by user facility to product MFR indicates that staff responded to air detect alarm and air visible in the venous chamber approx 1 - 2 hours into treatment. Staff were unable to remove air from the line and the circuit was discarded resulting in ebl = 200cc. Event was initially reported on the user facility medwatch form as an air leak at the bottom of the venous chamber, however, the unit's internal investigation determined, and this MFR concurs, that it is not possible to have an air leak on the portion of the line that is under positive pressure. The event was determined to be user error due to either an unsecure connection or air incursion from the saline bag running dry. No pt injury or need for medical intervention is reported. The complaint sample was discarded at the time of this event. MFR MDR is being filed as an adverse event soley to comply with the FDA's blood loss policy. Medisystems corp considers this report closed. No additional info will be provided.